Event description:
The sales representative noted that the device was thought to have been discarded by hospital staff and would not be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) and approximately one month later, end of life (eol). A health care professional (hcp) reported that the device was emitting a continuous beeping tone. Upon device interrogation, the battery displayed a monitoring voltage of 2.20 v with a charge time measurement of 45.1 seconds. As a result of the extended charge time measurement, a fault code was also observed, along with the eol declaration. The patient with this device was not pacer dependent, however, technical services was consulted and recommended device replacement. No allegations against the device's functionality were presented. A revision procedure was performed and this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.